Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct relationship between the device and the reported multi system organ failure and patient outcome could not be conclusively determined through this evaluation. Additionally, a cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas insrtuctions for use (IFU) is currently available. This IFU lists multiple organ failures, infection (including driveline and pump pocket or pseudo pocket infection), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of dli was captured under MFR # 2916596-2020-05707 and MFR # 2916596-2020-05706. Adverse event problem: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on palliative IV antibiotics due to chronic driveline infection and decided to be put on hospice care. They passed away on (B)(6) 2022 due to multisystem organ failure. The death was not considered to be device related and the device reportedly operated as expected.